Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent post-paced t-wave oversensing on the ventricular channel was observed. Crosstalk was also noted. Programming changes were recommended. The patient was doing fine.